Event description:
It was reported that the abutment screw (unisg) loosened and as a result, became bent. Doctor decided to break in purpose the head of the screw in order to be able to apply reverse torque to remove the screw from the implant. He screw was removed and another screw was placed. The implant is ok. Tooth location 20.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). A gold-tite uniscrew (unisg) was returned for investigation. The screw was visually inspected. The screw displays a bend. Some damages could be observed on the head of the screw, which was inflicted on purpose by the doctor in order to gain traction for the removal purpose. No x-rays were provided to assess the loosening. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: document reviewed: biomet 3i restorative products IFU (p-iis086gr) rev e - november 2015. Information identified: applicable information can be found in the warnings and precaution section. Based on the investigation of the available information and returned device, a relationship between the returned product and reported event was confirmed. The complaint is in reference to the product's functional performance, and the reported event could not be reproduced. Complainant stated that the screw was loose. Patient had the crown loose for a long period of time and came with the crown/screw bent due to dental occlusion. Doctor tried to remove the screw and it got stuck in the implant. The doctor fractured the head of the screw while performing the contra torque to unscrew it. The complaint could not be verified as the circumstances of the complaint could not be replicated and no radiographs were provided to aid in evaluating the complaint. A root cause for this complaint could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the abutment screw (unisg) loosened and as a result, became bent. The screw was removed and another screw was placed. The implant is ok. Tooth location 20.